Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had med orders not crossing over to pyxis device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had had patient and medications orders failed to cross over to the pyxis devices at central facilities. A technical support specialist found the issue was due to late arrival messages which was delayed approximately 30 minutes to be processed and applied to the database then configuration setting that controls how many messages the server can process during each cycle, and it appears that this was not sufficient to process the message flow during that time, then the agent updated the threshold upward by an order of magnitude followed by the knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had med orders not crossing over to pyxis device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.